Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
On (B)(6) 2019, the device was placed in the pancreatic duct of a patient with suspected pancreatic cancer to collect pancreatic juice. A shape of the pancreatic duct near the papilla was like a "loop" though, it was straightened when a wire guide was placed. The npds-5 catheter could be placed in the target site as planned. On (B)(6) 2019, the user decided to remove the catheter since the amount of collected pancreatic juice was sufficient. He felt that the catheter was caught on something when withdrawing it through the nose, but continued to withdraw it. Then, it became separated and the distal segment remained inside the patient. Since the remained segment was located in the site where retrieval was unable to be performed, he decided to take a wait-and-see approach without removing it from the patient. Updated on 19/feb/2019, ((B)(4): once he looked at the removed catheter, he noticed that approximately 1.5cm of the distal tip remained inside the patient. The remained segment was located in the pancreatic duct which formed a ¿loop¿ near the pancreas head. Since retrieval from this location seemed to be difficult, he decided not to make an attempt of retrieval but to take a wait-and-see approach without retrieval. FDA MDR reporting required - reporting required based on the requirement for a surgical intervention reporting precedence for this device family for the issue of ¿catheter fracture/breakage¿. No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to MFR site as follows: importer site contact and address: (B)(6). (B)(4). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
On (B)(6) 2019, the device was placed in the pancreatic duct of a patient with suspected pancreatic cancer to collect pancreatic juice. A shape of the pancreatic duct near the papilla was like a "loop" though, it was straightened when a wire guide was placed. The npds-5 catheter could be placed in the target site as planned. On (B)(6) 2019, the user decided to remove the catheter since the amount of collected pancreatic juice was sufficient. He felt that the catheter was caught on something when withdrawing it through the nose, but continued to withdraw it. Then, it became separated and the distal segment remained inside the patient. Since the remained segment was located in the site where retrieval was unable to be performed, he decided to take a wait-and-see approach without removing it from the patient. Updated on 19/feb/2019, (B)(6). On (B)(6) 2019, the device was placed in the pancreatic duct of a patient with suspected pancreatic cancer to collect pancreatic juice. A shape of the pancreatic duct near the papilla was like a "loop" though, it was straightened when a wire guide was placed. The npds-5 catheter could be placed in the target site as planned. On (B)(6) 2019, the user decided to remove the catheter since the amount of collected pancreatic juice was sufficient. He felt that the catheter was caught on something when withdrawing it through the nose, but continued to withdraw it. Once he looked at the removed catheter, he noticed that approximately 1.5cm of the distal tip remained inside the patient. The remained segment was located in the pancreatic duct which formed a ¿loop¿ near the pancreas head. Since retrieval from this location seemed to be difficult, he decided not to make an attempt of retrieval but to take a wait-and-see approach without retrieval. FDA MDR reporting required - reporting required based on the requirement for a surgical intervention reporting precedence for this device family for the issue of ¿catheter fracture/breakage¿. No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: 1 unit of rpn npds-5 and unknown lot number were returned opened and not in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 01 march 2019. In summary the following was found in the laboratory evaluation. The catheter was broken at the distal flap. The catheter was found to be stretched at the proximal flap due to force on removal. The distal flap was missing along with the rest of the catheter tip. Documents review including IFU review: prior to distribution npds-5 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for npds-5 of unknown lot number could not be completed the manufacturing team member is to check in step 1.3 ¿ insert 0.040¿ wire into distal end of tubing. Buff tip smooth. Buffing should remove any cut edge whilst ensuring a smooth transition between surface of the buff and mating surfaces. Ensure when buffing tubing that the wall/ face of the tubing is not completely removed, check to ensure no burrs are present. Remove wire. Clean buffed tip, and remove any debris or buffing pad. Verify smoothness of buff 100%.¿ also in step 2.3 ¿verify 100% that all flaps have been cut straight and that flaps line up each side. Refer to drawing.¿ in the finished product q.c. The manufacturing team member is to check in step 5. ¿measure full length of catheter; refer to drawing. (1/lot, visually compare remainder, visually 100% verifiable)¿ and in step 9. ¿ inspect for smoothness of tip on catheter. Refer to drawing.¿ and further in step 11 ¿verify 2 flaps in catheter; refer to drawing. (Count)¿ the product is 100% visual inspected ¿complete a 100% visual inspection of a unit while held at a comfortable arm¿s length from the unaided eye at normal lighting conditions for all units in a reasonable amount of time.¿ this occurs at 5.1 production, 5.2.1 fqc, 5.3.1 & 5.3.5 packaging, 5.4.1 packaging qc/post sterilisation qc/ post sterilisation services/foil packaging qc, 5.5.1 & 5.5.2 boxing and post sterilisation services with the checks that are in place it is unlikely that the device was released broken. The instructions for use, ifu0107-0, which accompanies these devices states the japanese packaging insert c-es1406y02 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. ¿ if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ there is not sufficient evidence to suggest that the user did not follow the IFU. Root cause (possible): a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to patient¿s anatomy. The patient¿s anatomy appears to torturous as described in complaint information supplied. The device was placed in the pancreatic duct of a patient with suspected pancreatic cancer to collect pancreatic juice. A shape of the pancreatic duct near the papilla was like a "loop" though, it was straightened when a wire guide was placed. The npds-5 catheter was placed in the target site as planned. On (B)(6) 2019, the user decided to remove the catheter since the amount of collected pancreatic juice was sufficient. He felt that the catheter was caught on something when withdrawing it through the nose, but continued to withdraw it. Once he looked at the removed catheter, he noticed that approximately 1.5cm of the distal tip remained inside the patient. The remained segment was located in the pancreatic duct which formed a ¿loop¿ near the pancreas head. Since retrieval from this location seemed to be difficult, he decided not to make an attempt of retrieval but to take a wait-and-see approach without retrieval. When the user applied additional force to remove the catheter as it was caught in the patient's anatomy this could have possibly caused the damage to the catheter's tip and distal flap. There is evidence of this force being applied as the catheter was found to be stretched at the proximal flap. Summary: the complaint is confirmed as the failure was verified in the laboratory. There have been no adverse effects to the patient reported other than the separated segment remained inside the patient. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
On (B)(6) 2019, the device was placed in the pancreatic duct of a patient with suspected pancreatic cancer to collect pancreatic juice. A shape of the pancreatic duct near the papilla was like a "loop" though, it was straightened when a wire guide was placed. The npds-5 catheter could be placed in the target site as planned. On (B)(6) 2019, the user decided to remove the catheter since the amount of collected pancreatic juice was sufficient. He felt that the catheter was caught on something when withdrawing it through the nose, but continued to withdraw it. Then, it became separated and the distal segment remained inside the patient. Since the remained segment was located in the site where retrieval was unable to be performed, he decided to take a wait-and-see approach without removing it from the patient. Updated on 19/feb/2019, (B)(6): on (B)(6) 2019, the device was placed in the pancreatic duct of a patient with suspected pancreatic cancer to collect pancreatic juice. A shape of the pancreatic duct near the papilla was like a "loop" though, it was straightened when a wire guide was placed. The npds-5 catheter could be placed in the target site as planned. On (B)(6) 2019, the user decided to remove the catheter since the amount of collected pancreatic juice was sufficient. He felt that the catheter was caught on something when withdrawing it through the nose, but continued to withdraw it. Once he looked at the removed catheter, he noticed that approximately 1.5cm of the distal tip remained inside the patient. The remained segment was located in the pancreatic duct which formed a ¿loop¿ near the pancreas head. Since retrieval from this location seemed to be difficult, he decided not to make an attempt of retrieval but to take a wait-and-see approach without retrieval. FDA MDR reporting required - reporting required based on the requirement for a surgical intervention reporting precedence for this device family for the issue of ¿catheter fracture/breakage¿. No adverse effects to the patient have been reported as occurring.

Event description:
On (B)(6) 2019, the device was placed in the pancreatic duct of a patient with suspected pancreatic cancer to collect pancreatic juice. A shape of the pancreatic duct near the papilla was like a "loop" though, it was straightened when a wire guide was placed. The npds-5 catheter could be placed in the target site as planned. On (B)(6) 2019, the user decided to remove the catheter since the amount of collected pancreatic juice was sufficient. He felt that the catheter was caught on something when withdrawing it through the nose, but continued to withdraw it. Then, it became separated and the distal segment remained inside the patient. Since the remained segment was located in the site where retrieval was unable to be performed, he decided to take a wait-and-see approach without removing it from the patient. <updated on 19/feb/2019, ya@cj> on (B)(6) 2019, the device was placed in the pancreatic duct of a patient with suspected pancreatic cancer to collect pancreatic juice. A shape of the pancreatic duct near the papilla was like a "loop" though, it was straightened when a wire guide was placed. The npds-5 catheter could be placed in the target site as planned. On (B)(6) 2019, the user decided to remove the catheter since the amount of collected pancreatic juice was sufficient. He felt that the catheter was caught on something when withdrawing it through the nose, but continued to withdraw it. Once he looked at the removed catheter, he noticed that approximately 1.5cm of the distal tip remained inside the patient. The remained segment was located in the pancreatic duct which formed a ¿loop¿ near the pancreas head. Since retrieval from this location seemed to be difficult, he decided not to make an attempt of retrieval but to take a wait-and-see approach without retrieval. FDA MDR reporting required - reporting required based on the requirement for a surgical intervention reporting precedence for this device family for the issue of ¿catheter fracture/breakage¿. No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi) 1025 acuff road,, p.o box 4195, bloomington, indiana 47402-4195. Importer site establishment registration number: (B)(4). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.